Event description:
In this event it was reported that a xive plus implant was removed approx one and a half months after placement due to a burning sensation that the pt was experiencing.

Manufacturer narrative:
A cleaning solution was also used during this incident. The doctor suggested that the allergy could be related to other pt activity due to the profession of the pt as a nurse in a hosp. While it is unk if the dental implant used in this case caused contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.